Event description:
Caller reported an issue with the incorrect time display on the pump, which was greater than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for recurring discrepancies, which the caller understood and acknowledged.